Manufacturer narrative:
D6a: estimated. D6b: estimated.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45-day follow-up transesophageal echocardiogram (tee) imaging procedure. The imaging showed that the closure device had dislodged and was currently in the infra renal abdominal aorta of the patient. The patient was brought to the operating room where the closure device was successfully retrieved and removed from the patient.